Event description:
Intuvie received a report that filter sets used by (B)(6) were leaking at the distal end of the set near the luer lock connection during use. The reporter indicated that affected sets were leaking when in use but did not provide specific product identification information such as catalog number, lot number, or quantity of affected units at the time of the report. The reporter was asked to complete a complaint form and retain any affected product for return and evaluation. No adverse event or patient injury was reported in association with this complaint.

Manufacturer narrative:
A review of the information provided indicated that the reporter stated filter sets used by (B)(6) were leaking at the distal end of the set near the luer lock connection during use. At the time of the initial report, specific product identification information such as catalog number, lot number, lot identification, and quantity of affected units was not provided. Intuvie made multiple attempts to obtain additional information and request return of affected product for evaluation. The reporter was asked to complete a complaint form and retain any affected product so it could be returned for investigation. Follow-up communications were conducted requesting additional product identification details, including catalog number, lot number, and the number of affected units; however, this information has not been provided to date. A review of available complaint data did not identify sufficient product information to perform a lot-specific investigation at this time. Intuvie will continue to request return of the affected product and additional information to support further investigation should it become available. Refer to (B)(4).

Manufacturer narrative:
Multiple good faith effort attempts were made without success. No additional information is forthcoming at this time. Reference to complaint#: (B)(4).